Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-01103 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that during use with the bd bactec¿ mgit¿ 960 system, a false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: false positive reading

Event description:
It was reported that during use with the bd bactec¿ mgit¿ 960 system, a false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: false positive reading.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.